Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator gave transducer fault , high pip, and low ve with audible and visual alarms. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. A re-evaluation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Failure analysis lab received a vela main pcba. The vela main pcba was installed to a known good unit. The vela main pcba was powered up in service mode and viewed event error log, "xdcr fault, high pip and low ve" event recorded, (B)(6) 02:21 xdcr fault occurred (2, 0, 34), (B)(6) 02:20 alarm high pip, (B)(6) 02:14 alarm high pip, (B)(6) 02:14 alarm low ve, (B)(6) 02:14 alarm xdcr fault. Powered up the unit with customer settings and duplicated the complaint. Perform xdcr exhalation differential pressure transducer calibration. Pt802 xdcr drifted @ ad 34 should be min 37 max 690 prev. 473. The original reported complain was duplicated.